Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that when preparing to inject silicone oil during vitrectomy surgery, it was found that the needle cover of the tubing was not tight enough. The surgery was successfully completed after replacing the product with another one. There was no information about patient impact.

Manufacturer narrative:
The used tubing set were returned and visually inspected. In return condition, the syringe was not returned; lab stock was used for testing. The tubing set were found to be in good condition. The syringe was not returned; lab stock was used for testing. The viscous fluid control tubing set was tested using a calibrated console. The led (light emission diode) rings on the console turned green as the gray connector was engaged to the console indicating the proper communication between the connector and the console. The plunger performed smoothly; radio frequency identification connection to the console and the syringe to the adaptor/tubing securely engaged, not detached. The pressure was stable in both injection and extraction settings. No air leak occurred from the sample during testing. The investigation conducted a non-conformance review of the reported batch number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The product functioned per specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).